Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of c2129136 lot number involved in this complaint was returned opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 11th december 2024. Device returned dismantled. Red safety tab returned separately. Safety wire not returned. Stent partially deployed on return. Kink observed on outer sheath 18cm from white tip. Tear in the outer sheath at 21.5cm from white tip. Inner cannula is observed to be kinked. Sheath tube is observed to be torn and partially separated from the cannula. Sheath tube also separated from shuttle cap. Manufacturing records review: prior to distribution, all evo-fc-10-11-8-b devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c2129136 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: a review of the manufacturing records for the evo-fc-10-11-8-b device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2129136. Instructions for use and/label review: it should be noted that as per ifu0062 which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be contributed to the torturous path causing a build-up of pressure and resulting in the issue reported. Given that the device was dismantled on the return a definitive root cause could not be determined the issue reported. Therefore, we are unable to determine the initial failure, and several issues observed during the lab evaluation could likely be the cause of stent deployment issue, it¿s possible that below mentioned issues observed during the lab could have led to issue reported: kink observed on outer sheath 18cm from white tip. Tear in the outer sheath at 21.5cm from white tip, inner cannula is observed to be kinked, sheath tube is observed to be torn and partially separated from the cannula, sheath tube also separated from shuttle cap. Its possible that a kink or compression of the sheath in a tight stricture caused the initial deployment issue. From additional information provided complaint occurred during stent placement and there has been resistance encountered when advancing the evolution through the stricture. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, stent cannot be deployed during procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be contributed to the torturous path. Its possible that a kink or compression of the sheath in a tight stricture caused the initial deployment issue. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 21-may-25.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the evo-fc-10-11-8-b through acro wire guide and olympus duodenal endoscope to bile duct, user stepped x-ray and advanced the evo-fc-10-11-8-b cross the stenosis and start to deploy the stent, but the deployment is very tight while the mark at middle of two red dot, user afraid to continue to deploy the stent and pressed the recapture button, user cannot recapture the stent after multiple attempts. User retracted the delivery system and stent from patient and observed the stent released in half, then user manually put the stent back into delivery system. User continue to deploy and recapture the stent but failed, user then seeked help from carlos li who provided the guidance through video call. User again advanced the delivery system into bile duct and pressed the x-ray to deploy the stent, but the same issue occurred that the stent stuck at middle. User considered maybe the safety wire capture the device, user pressed the x-ray to determined the desired deployment location and ready to deploy the stent, user pulled out the safety wire but the stent still stuck at middle, user took force to pressed one more dot to deploy the stent while heard the trigger gave a loud bang, then the delivery system can be advanced or retracted freely, but the stent was not released. User then asked the other sales rep. From distributor who met the similar situation before who told suer to dismantle the trigger cord and manually release the stent, then the stent deploy one more dot and cannot be released anymore, but the sheath can be retracted. User tried multiple times and the stent still cannot be deployed. User retracted the device from bile duct and out of patient, then observed the inner core is out above the wire guide port. User placed an oats stent in place to complete the procedure. 1. At what stage of the procedure did the complaint occur? During stent placement evolution, evolution. 2. What endoscope type and channel size was used? Olympus tjf-260. Tjf-260. 3. What was the position of the elevator? Was it opened or closed? Open. 4. Details of the wire guide used (diameter, type, make)? Acro-35-450. Cook acro-35-450. 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 6. How long was the stent in the patient by the time this complaint occurred? N/a. 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? No information provided IFU. Stricture information: 1. What was the length and diameter of the stricture? 5cm long, diameter 0.3cm 5cm, 0.3cm. 2. Where was the stricture located in the body? Common bile duct. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? Yes. 5. Was the stricture dilated before stent placement? Yes. Questions related to during insertion into patient. 1. Was the product inspected for kinks or damage before use? Yes. 2. Was resistance felt during insertion into patient? If yes, at what point? Yes, at common bile duct sricture. Questions related to during stent placement. 1. Did the product fail during stent deployment or recapture? Yes. 2. Was the directional button pressed during use? Yes. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. 4. Was the yellow marker kept in view during deployment? Yes. 5. Are images of the device or procedure available? No.